Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement open spine clamp shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds the adjustment screw threads are damaged in mid-travel not allowing the clamp face to move beyond this area. The threads are worn down as well as some debris in the threads. This mechanical failure, deformation, directly caused the event.

Event description:
A site representative (purchasing) reported a stripped screw on their open spine clamp. This was identified outside of surgery. There was no patient present.